Event description:
It was reported that a small volume infusor did not flow. The device was flowing when the hospital checked the device after 5hours medication (145g) but when the device was checked at 18hours medication, the device stopped flowing (weight was not changed ,145g). When the device was checked at 19hours medication, the device was flowing. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured (B)(6) 2021 - (B)(6) 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.